Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found to have various scratches on the main tube causing cosmetic damage. The scratches measured approximately 6.85 mm x 4.72 in length and are axially aligned with the tube axis. Material is missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument had shard-type pieces on it. It is not smooth. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments or material have been seen coming off. However, the texture can be felt when touching the instrument's shaft. This is a common issue for the maryland bipolar in that particular location.